Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the surgeon was unsatisfied with the sealing of the device and the device fell apart.